Event description:
In this case, it was reported that the prosthetic valve was explanted after an implant duration of approximately 10 years and 8 months due to aortic stenosis with calcification. Per the op report, this is an (B)(6) gentleman with history of multiple medical problems including history of aortic valve stenosis, status post a bioprosthetic aortic valve replacement (avr) in 2002. He also has a history of type 2 diabetes mellitus, atrial fibrillation, hypertension, hyperlipidemia, hypothyroidism and coronary artery disease who presented recently with shortness breath. Cardiac catheterization and echocardiography revealed severe prosthetic aortic valve stenosis and moderate coronary disease in the left anterior descending artery which was felt to be hemodynamically significant. Therefore, redo-avr was scheduled. Examination of the aortic valve prosthesis noted dense calcifications and immobility of 2 of the 3 leaflets. The device was replaced with a new edwards bioprosthetic valve. There were no operative complications reported.

Manufacturer narrative:
Device not returned. Unfortunately, the explanted device was not returned to edwards for analysis; therefore, the source of the reported calcification could not be assessed. Although the root cause of this event cannot be confirmed, it appears that the stenosis was likely caused by the calcification. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case, the healthcare provider has indicated that this event was due to patient related factors and not a device malfunction. The patient's op report documents a history of aortic valve stenosis, as well as type 2 diabetes mellitus and atrial fibrillation. No further actions are possible with the available information.